Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue prior to contacting tandem technical support. Customer¿s blood glucose level was 452 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.